Manufacturer narrative:
This report is submitted on july 04, 2023.

Event description:
Per the clinic, the patient ingested a battery from the sound processor. Subsequently, the patient was hospitalized (specific date and duration not reported) and the battery was passed out using laxatives.

Manufacturer narrative:
Correction: the correct brand name is baha 6 max battery door - tamper resistant; not baha 6 max, copper refurbished as previously reported. This report is submitted on (B)(6), 2023.